Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the emergency room (ER) via ambulance, and admitted into the intensive care unit (ICU) due to low blood glucose (bg) levels of 2.9 mmol/l (52.2 mg/dl) and losing consciousness, while wearing the pod on the arm between 1 and 4 hours. At the hospital, the patient was administered potassium.